Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8300 module timing out during co2 calibration. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: let biomed know to make sure there is enough gas flow. This will cause the 8300 to fail. If gas is enough, recommended to send unit in for flat rate repair. Biomed will conduct troubleshooting and call back if further assistance is needed.